Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The event was confirmed via picture provided by the customer, which showed the button being missing from the device. The probable cause of the event could not be determined from the information available and without device evaluation. As no further investigation was able to be performed no change in harm was identified. This complaint will be included in trending per wi-000100100.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a tka procedure, that ratcheting portion of the ar-613-23 ankle clamp, was broken causing it to be non-functional. The case was completed using a backup ar-613-23. Additional information 5/10/2021. It was reported that during a tka procedure, the blue ratcheting portion of the ar-613-23 ankle clamp, broke off, causing the device to be non-functional. The case was completed using a backup ar-613-23.